Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. The fracture site did not immediately indicate a specific cause for the failure. Testing and disassembly of the device did not reveal any further anomalies or defects.

Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. The needle was retrieved from the patient and the procedure was completed with another hand piece. There were no patient complications.